Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the reprocessing at user facility, it was found that the detachment of the instrument channel port from the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based on the reported information from olympus australia, there was the possibility that this phenomenon was attributed to following. The excessive stress was applied to the instrument channel port while inserting the endotherapy accessory or the cleaning brush to the instrument channel port, then the instrument channel port might become deteriorated and loosened. Consequently the external force was applied while reprocessing, the instrument channel port might be detached. If additional information becomes available, this report will be supplemented.